Event description:
Boston scientific received information that a lead failure occured. This lead was taken out of service. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this lead will be returned for analyisis. At this time there is no additional information. Should additional information become available this report will be updated.